Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No failed battery test noted. Pump error 4 and pump error 63 (variable 3) was confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error. Customer was able to successfully clear the alarm. Customer was able to complete rewind. Customer was performed self test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.